Manufacturer narrative:
Beckman field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and found the reagent probe and 3-way valve were defective. Furthermore, the sample and reagent crane needed alignments. The fse replaced the sample probe and the 3-way valve along with the aligned the sample crane and reagent crane to resolve the issue. The fse performed priming, calibration, and quality control, which all passed. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is case- (B)(4).

Event description:
The customer reported sixteen (16) patients had low or zero results on multiple chemistries involving their dxc 700 au clinical chemistry analyzer. The customer did not specify the affected chemistries, however indicated none of the low or zero results were reported out of the laboratory. The samples were repeated on another au analyzer with normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.